Event description:
During procedure with the t-rex biopsy forceps, the jaws froze open and they were unable to remove the device. The inner wire was then broken to allow jaws to close and allow removal of the forceps. No pt injury was reported.